Manufacturer narrative:
Based on the claim against the product regarding calibration issue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the s/si endoscope product via system logs cannot be performed because s/si endoscope product details are not captured in the system log. This complaint is a reportable malfunction event due to the following conclusion: the customer aborted after the start of the procedure due to camera not zooming in and out and not calibrating for alignment of the lens. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope would not zoom in/ out or calibrate for alignment of the lens. The customer was unable to resolve the issue. The procedure was aborted. There was no report of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Mechanical shock resulting in damaged stage assembly and housing components was observed. The coupler from the camera was noted to be broken. The light cable was also damaged.

Event description:
Refer to h10/h11 for follow-up information.